Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lower anterior resection. According to the reporter: donuts were noticed to have formed on the proximal and distal end of the colon. The doctor noticed stool and that the colon was not attached. He used a concord stapler to close the area and another eea to continue the case. A 4cm of tissue was resected.